Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (sicd). The patient received an inappropriate shock due to oversensing of ventricular tachycardia (vt) or a morphology change due to left bundle branch block (lbbb). Programming options were discussed. The system remains in service and no adverse patient effects were reported.